Event description:
It was reported that the vns pt had more seizure like activity and the site thought the generator might be at end-of-service. Battery life for the generator was calculated and it was noticed that the generator still has three and a half months before end-of-service. F/u with the nurse revealed that the pt has intractable seizures and the pt is experiencing a cluster of seizures. Upon interrogation they found the generator was not at end-of-service. Revision surgery is likely to happen. No add'l info is available.